Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer will reach out to health care provider (hcp) for alternative form of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.